Event description:
It was reported that the atrial and ventricular leads were fractured. The ventricular lead was fractured near the clavicle, distal to the suture sleeve and "ended up separated by about an inch". The ventricular lead has not been extracted. The atrial lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.